Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and a squealing noise was noted. The hand piece was disassembled, a torn accoustic isolator and evidence of moisture ingress were found in the instrument. Furthermore, that the device was received with the coating material of the housing flaking off. An investigation has been initiated to determine the root cause of this condition. Preliminary eval revealed that the loose particles on the surface are aluminum oxide from the base material after it has corroded from multiple sterilizations. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the device gives a solid tone for a couple of seconds as it comes out of the pre-run test. Procedure completed with the same device. No pt consequence was reported.